Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low glucose scan while wearing the adc freestyle libre 2 sensor compared to an hcp meter. The customer did not experience glycemic instability symptoms however was hospitalized "so that the sugar can be adjusted" by the hcp for 9 days. The customer was diagnosed with hypoglycemia. Sensor scans of 137 mg/dl, 102 mg/dl, 60 mg/dl, 151 mg/dl, and 146mg/dl compared to hcp blood glucose tests of 243 mg/dl, 176 mg/dl, 128 mg/dl, 185 mg/dl, and 199 mg/dl. No further information was provided. There was no report of death or permanent injury.